Event description:
It was reported that "during the puncture, there was a premature disintegration of the cone tip resulting in kinking of the catheter and difficulty with insertion. The procedure was then converted to an open procedure and they were not able to locate the fragment."